Event description:
A report was received that the patient underwent a pocket revision due to pain at the battery site. During the procedure, the physician moved the battery up higher in the left side of the patient's flank. The patient was reportedly doing well after the procedure.